Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure the rv lead could not be unscrewed. Patient experience vt episode and an implantable cardioverter-defibrillator (ICD) was used temporarily to address the vt episode. Physician did not allege vt episode towards the product. Patient was asymptomatic. The lead was not used and a new lead was implanted. Patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.